Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from the customer which states, "texium attachment on azacitidine subq injection leaked onto patient hwne attempting to inject into abdomen. Needle changed, needle on appropriately, and texium continued to leak. Cleaned patient with alcohol wipe. Leaked on clothing, not skin. Informed pharmacy who took remaining drug and mixed another syringe. Patient's treatment completed with no further issues. No harm to patient."

Manufacturer narrative:
The customer¿s report of fluid leakage from a texium-bonded syringe during injection was confirmed. Visual inspection of the syringe noted that the needle did not feel to be securely attached; it was possible to keep twisting the needle around the texium threads. Microscopic examination of the texium valve and needle did not reveal any discernible damage to either. Functional testing confirmed a dripping leak was observed to be occurring at the attachment site of needle to texium valve. The probable cause of the leak was determined to be an insecure fit between needle and valve.

Event description:
Subsequent information from return: azacitidine 130mg sq in 2 divided doses of 65mg/2.6ml each, twice/day.